Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon opening the package of mentor memorygel, 425cc gel breast implant contained a hair. Hair was under the implant. No patient contact or consequences reported.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/15/2019. Device evaluation summary: it was reported that upon opening the package of mentor memorygel, 425cc gel breast implant contained a hair. Upon receipt by mentor, it was received the device with a foreign matter in the back. No other anomalies were discovered. Fourier transform infrared revealed that foreign material is primarily composed of a biological-based material, presumably human hair. The complaint was confirmed. The complaint was reviewed with quality team and it was concluded that no further escalation is required if the hair is not embedded in the device, or over the packaging seal, and it is not considered a critical defect. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There are multiple controls during manufacturing process to avoid this. Additionally, the mre (manufacturing record evaluation) was reviewed and there is evidence the implant was manufactured according to specifications. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer reference number: (B)(4).